Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that the patient infusion set fell off during use.the events occured on (B)(6) 2025.the patient used infusion set for 2 days, the patient replaced infusion set and resumed insulin deliveries successfully no further information is available.